Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues. High temperature alarms were observed in the ventilator's downloaded error log. The increased airstream temperature (high temperature alarms) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted in relation to the high temperature alarms.